Event description:
This is now 8th time I have had seal issues with these kci wound vac tanks. These things are junk. In this video you can see that once the blood in tank crystalizes it expands and pops in the side of the tank open. I was asleep and woke up to the pump running fast and pressure too low for safe use. Since I had no idea how long it did this since I was asleep for 8 hours. I had to pull the whole system off and go to wet to dry. My wound was very wet and more bad smelling than normal. Http://www.youtube.comp/watch?v=h-ouyngwr8y this has turned into a total nightmare that I am stuck in. I have had 4 infections so far from what is being sold as a miracle system. It is junk.